Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: esheath liner fully expanded as designed. The distal tip was open but torn. There was 1 sheath shaft kink present at 5 cm from the strain relief. There was stretching material observed at distal tip. All score lines (axial, slant and radial) present at the distal tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. This event falls within the scope of a CAPA that was opened to further investigate potential contributing factors to the tip tear events. The reported event for distal tip torn was confirmed, based on the evaluation of the returned device and imagery provided. The CAPA investigation has determined that esheath/esheath+ tip expansion performance may be influenced by patient specific anatomical factors, procedural factors, and manufacturing related variables. As part of this investigation, manufacturing evaluations identified opportunities for improvement that may further support consistent tip expansion, including under challenging anatomical and procedural conditions. These manufacturing improvement opportunities include defining axial outer diameter score depth requirements and adding procedural controls to reduce inner diameter surface damage, thereby supporting more robust and consistent tip expansion. Patient and/or procedural factors such as challenging anatomy or non-coaxial advancement (calcification, as per information provided) may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, a little bit of resistance was felt while introducing the valve through the esheath+. The valve was successfully implanted. However, the esheath+ distal tip was observed to be torn upon removal. There was no injury to the patient, no impact to the procedure, and the patient's final condition was stable. Per report, the perceived root cause was interaction of the esheath+ with aortic calcium.

Manufacturer narrative:
Investigation is still ongoing.